Event description:
When the stimulation test began and the electric current was returned on, the pt was "never in so much pain in his life". The physician tried three or four add'l locations and was unsuccessful. Following the trial, the pt's pain was worse and he could not walk without a walker. It was noted that the incision had been made in the lumbar area and the pt's neurosurgeon stated it should be in the thoracic area. The outcome is unk. Further f/u was not possible.

Manufacturer narrative:
(B) (4).